Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography. According to the complainant, there was no damage to the device noted during preparation. The autotome was prepared and given to the physician who inserted the autotome in the endoscope. The autotome came in contact with the scope elevator. When the distal tip of the autotome was in sight in the endoscopic picture, just outside of the papilla, it was observed that the shape of the tip of the autotome was irregular and the cutting wire was twisted on the catheter. The device was removed. The procedure was completed with a new autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) other (damaged tip). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).